Manufacturer narrative:
H3) the software team reviewed the case. Based on the information provided from the manufacturer representative, the site declined to provide the logs and archives. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that there was an alleged inaccuracy with the system. It was 1 - 2mm towards the base of the tumor. The health care professional (hcp) continued with the case/dissection using the landmarks and anatomy to complete the case. The steps that were taken were plug in and set up the system. Load the scans on the universal serial bus (usb) device (which took about 30 minutes to download). Then the site opened the scans. Placed the patient tracker on the patient¿s forehead. Plugged in the instrument tracker. Continued to registration on the system. Completed unsterile trace registration. Then did 5 registrations and those went well. The site got 100% accuracy before the hcp checked the accuracy. Everything was fine for about an hour and a half. As soon as the hcp got to the furthest point from the point of the registration the navigation was inaccurate. To a large extent; where the registration was needed, it was accurate. As soon as they moved further away from the field of emission, the navigation became inaccurate again. There was no delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735638, version #: 1.0:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.